Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was 440 mg/dl at the time of incident. The customer was assisted with troubleshooting. The customer was treated with manual injection for high blood glucose level. The customer stated that they received battery out of limit and they changed the battery. Customer stated that the screen had went blank. The device will not be returned for analysis.